Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of less than 70 mg/dl at the time of the incident. The customer used food, glucose tablets, and was given intravenous glucose to treat. The customer experienced symptoms such as seizures and a coma. The customer was wearing the insulin pump during the incident. The customer reported the pump had failed to work a number of times. The customer had sensor glucose versus blood glucose differences. The customer felt low, but the sensor glucose was reading at 122 mg/dl. The customer received no pump alarms and believes the pump over delivered. Nurses tested the pump and there were no issues with pump volume. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, set, and sensor will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08735 inches. No over delivery anomaly or under delivery anomaly noted. Device communicated properly with the glucose sensor simulator and the guardian 2 link. No pump/sensor communication anomaly or calibration anomaly noted. Device uploaded properly using care link. Device had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer, (B)(4).